Manufacturer narrative:
It was reported that right hip revision surgery was performed due to developed pain, swelling, and osteolysis. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report for both sides did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report for both hips, the patient had pain, swelling and osteolysis. During the revision clear and grayish synovial fluid, gray-green synovium with synovitis, a solid pseudotumor at the capsule and osteolysis at the pubis were noted. Changes were described as likely hypersensitivity type reaction. The implant components were well fixed. Samples were send for pathological analysis, but the results were not provided and no information on the hypersensitivity respectively the nature of the reported findings was available. Based on the provided information further investigation of the reasons for the reported findings cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive.

Event description:
It was reported that right hip revision surgery was performed due to developed pain, swelling, and osteolysis. Bilateral patient. See MDR 3005975929-2018-00205 for left side.